Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was repaired and fuses were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down and would not boot up again. There is no report of patient injury associated with this event.